Event description:
Customer reported the screen on her insulin pump has lines running down it, making it difficult to read. It looks like a bar code across the screen. She stated the device fell off when customer was rafting, exposing it to water. There is condensation under the screen. Customer's blood glucose is 166 mg/dl. There is a crack in the top right corner of the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on the motor or electronic assembly noted during visual inspection. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).